Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation after passing through a theft detector or security gate at an airport when the implantable neurostimulator was turned on. Additional info has been requested, a follow-up report will be sent if additional info becomes available.